Event description:
It was reported that the pt had suffered middle ear and skin infections repeatedly. The hearing performance is poor due to extremely high ossification of the cochlea. The surgeon has decided to explant the device. Re-implantation is not considered. According to info rec'd testing shows that the implant is working under specs and the pt will be explanted due to medical reasons.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.